Event description:
It was reported that during low rectal cancer surgery, dissociated the rectum, when firing cs40g, it was found the device was only cutting without sewing (no staple out from cs40g), and later it was sewed by hand, and because the position left was too low, the patient was finally unable to preserve the anus which was made anostomy. The procedure delayed about 50 minutes due to the reported event. During the operation, a circular stapler was also attempted to use, but it only got purse string, it was not fired since the patient was finally unable to preserve the anus. No issue was reported for circular stapler.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2023. D4: batch # unk. D6: health effect - clinical code: gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can more details on procedure be provided? Did the patient have permanent stoma? Or was an anastomosis performed? How far from the anal verge was the tumor? Was this the first firing or had the device been repositioned? Were there any staples noted in the surgical field? If so please describe their shape? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023 batch # 136c59 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: either manually advance the retaining pin using the actuator button on top of the handle to capture the tissue within the jaw opening, or automatically advance the retaining pin by squeezing the closure trigger. Note that there is an audible click halfway through the closure stroke indicating that the device is in the intermediate position. In the intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. The closure trigger can be released at this point, and the instrument will maintain its jaw opening to allow for final positioning of the tissue to be cut and stapled. The retaining pin is fully engaged. Squeeze the closure trigger and handle together until the closure trigger is latched. Listen for an audible click. When the closure trigger is latched, the firing trigger moves to the ready-to-fire position. The cartridge has clamped onto the tissue which is ready to be cut and stapled. Ensure that the closing stroke is completed. All fingers should be completely removed from the closing trigger to ensure that the closing system holds. The device was sent to cincinnati for additional evaluation. Upon arrival in the cincinnati pi lab, one cs40g cartridge was received in the rdl materials lab, still loaded in a device. The cartridge body and anvil were separated for examination with the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). The eds allows for an elemental analysis of the surface of a component. The drivers were examined for particles that contained titanium (ti), aluminum (al), and vanadium (v). These elements are what make up the staple alloy. Spectrum a-d are examples of the analysis for drivers at random locations around the cartridge. The presence of staple alloy on the surface of the drivers suggests that the cartridge was loaded with staples. The surface of the anvil was also examined. The path that the staples make as they form in the pockets is visible at several locations around the anvil. In addition, titanium (ti), aluminum (al), and vanadium (v) were found inside the pockets. The presence of staple alloy on the surface of the anvil suggests that the staples formed in the pockets of the anvil. The event described could not be confirmed as the device performed without any difficulties noted and based on the additional evaluation suggested the presence of staples. A manufacturing record evaluation was performed for the finished device batch number 136c59, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information was requested, and the following was obtained: can more details on procedure be provided? -the procedure was open radical resection of low rectal cancer. After firing, it was noted that the tissue was cut, but there was no staple formed no staple found in the reload. The surgeon tried to use ecs29a and suture sewing for anal preservation , but failed. Did the patient have permanent stoma? Or was an anastomosis performed? -stoma. How far from the anal verge was the tumor? -unknown. Was this the first firing or had the device been repositioned? -first fire.